Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the patient¿s annulus perimeter measured 81.9 millimeter (mm) with a mean sinus diameter of greater than 31mm. A large 5.7mm diameter lump of protuberantcalcium was present at the annular level, which extended approximately 6mm into the left ventricular outflow tract (lvot) between the non-coronary cusp (ncc) and left coronary cusp (lcc). Directly opposite was a second smaller lump of calcium. Pre-procedure, the plan was to aim for a slightly deeper implant depth in order to form a seal below the calcium. During the procedure, on the first deployment attempt, the valve was positioned at 3-4mm and severe paravalvular leak (pvl) and central aortic regurgitation were observed. The valve was recaptured in order to deploy at a deeper depth. However, upon recapture, the valve infolded. The system was withdrawn and a new valve was loaded on a new delivery catheter system (dcs). On deployment, the second valve expanded well, but still had moderate-severe pvl. The valve was fully deployed at approximately 10-12mm below the annulus. Ten minutes following deployment, angiogram and echocardiogram showed that the pvl had significantly reduced to two jets of mild-moderate pvl. No treatment for the pvl was reported. The patient was reported to be stable and showed marked improvement in left ventricle function. No adverse patient effe cts were reported. Additional information was received which reported that a procedural delay did occur, approximately 10 minutes whilst a new valve was prepped and screened. According to the physician, the extreme calcium caused the infold.